Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call, he was having issues with the sensor. During troubleshooting customer did mention he did experience a true low blood glucose event of 45 mg/dl. Customer treated and his blood glucose went up to 247 mg/dl. Troubleshooting was only performed for the sensor. Customer is not returning the insulin pump for analysis.